Event description:
It was reported that during the coronary artery procedure to treat a target lesion in the mid left anterior descending (lad) artery, the balance middleweight guide wire was advanced into the patient anatomy. No resistance was noted; however, the guide wire separated while inside an unspecified dilatation catheter. The separated guide wire segments were removed by removing the dilatation catheter. There was no clinically significant delay in procedure and no adverse patient effect. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The separation was able to be confirmed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.